Manufacturer narrative:
(B)(6). (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was further reported that the groin site had been soft and without hematoma, and that the hematoma occurred after the patient had completed 4 hours of bedrest and then ambulated with nursing staff. The right groin site became the size of a baseball and firm with bleeding. Manual pressure was applied for 10 minutes and then femstop was placed. The next day, an ultrasound of the right groin was negative for pseudoaneurysm and the common femoral artery and vein were both patient. Flow by duplex was normal and no hematomas were found.

Event description:
(B)(4). It was reported that during a coronary artery drug eluting stenting treatment procedure, incomplete apposition occurred. The 90% stenosed and 15mm long de novo target lesion was located in the proximal left anterior descending coronary artery just after the ostium with a reference vessel diameter of 4.0mm and timi-3 flow. The lesion was predilated and a 4.0x24mm taxus liberte monorail stent was implanted and was post dilated. Intravascular ultrasound revealed incomplete apposition requiring additional post dilation. The distal portion of the stent was post dilated with a 4.0mm non compliant non bsc balloon, and the proximal portion of the stent was post dilated with a 4.5mm non compliant non bsc balloon resulting in good apposition, residual stenosis of 0% and timi flow of 3. It was reported that the patient tolerated the procedure well. Eight hours post index procedure, a right groin hematoma at the access site occurred, gusto classification "mild". No treatment was provided and per the site is "resolving". It is the opinion of the physician that the hematoma is unrelated to the taxus liberte stent. The patient was discharged 1 day post index procedure on aspirin and prasugrel.

Manufacturer narrative:
(B)(4).